Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter was displaying an ¿apply sample¿ message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the daughter on (B)(6) 2014. The reporter stated the alleged issue started at an unspecified time on (B)(6) 2014. The patient manages her diabetes with insulin (novalog, levimir; self-adjusting) and continued with her usual dose of medication (novalog, 4 units, 3 times a day; levimir, 10 units, 2 times a day) in response to the alleged issue. At an unspecified time on (B)(6) 2014, the reporter stated that the patient began to develop symptoms of ¿lethargic, no appetite, hallucinating, and her blood pressure dropped¿. The reporter called the patient¿s health care professional (hcp) and was advised to ¿go into the emergency room (ER)¿. The patient¿s blood glucose was tested at the ER and they obtained a result of ¿396 mg/dl¿ with the ER/hospital meter. The hcp ¿gave her medication to increase her blood pressure¿ and insulin (unknown type and dosage). The patient was admitted into the hospital. The reporter confirmed that they patient began to feel better, a few days, afterwards but was not released from the hospital until (B)(6) 2014. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/23/2014). The patient¿s meter has been returned on 5/12/2014 and evaluated by lifescan product analysis on 5/14/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.